Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided, this case does not appear related to contamination or infection and appears related to a reported device damage or dysfunction. No positive hygiene microbiological investigation (hmi) report from the customer was provided. The customer stated that device was used on a patient with a known infection, but could not reprocess the device appropriately after the procedure due to the leak. Customer wanted leak fixed so that scope could be reprocessed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.